Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient was instructed to disable than re-enable bluetooth, swipe kill all background applications and if that was not successful within 5 minutes, to reboot the phone. At the time of contact, no injury or medical intervention was reported.